Event description:
The complainant reported, that an impella cp implant attempt was unexpectedly aborted. When the patient of unknown age and gender, went into ventricular tachycardia (vt), after the guidewire was inserted. As the patient had difficulty coming out of the vt, the decision was made to abort the implant. And proceed with the planned percutaneous coronary intervention (pci) without impella support.

Manufacturer narrative:
The impella device was not received from the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05998: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.